Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in (unspecified location). The patient experienced coma and diabetic ketoacidosis on (B)(6) 2024. Before losing consciousness the cgm was reading 300 mg/dl. They called 911 and the patient was taken to the hospital, where they took a 500 mg/dl bg reading. The patient declined to provide further information about the event as the patient was tired and requested technical support to call back. Per follow-up report on (B)(6) 2024, the patient stated that "everything is fine" and hang up. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.